Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 210, 279, 359, 219, 204 mg/dl. The customer's expected fasting blood glucose test result range is 130 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 back to back blood test was performed by the customer fasting and produced test results of 234 and 243 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).